Event description:
The customer reported to olympus, during maintenance, the bronchofibervideoscope had a possible clogged working channel. Upon inspection of the customer¿s returned device it was observed, the mouthpiece was clogged with foreign material. This report is being submitted for the malfunction found during evaluation. There was no patient involvement in this event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, due to pinhole on the bending section cover (a-rubber), water tightness was lost, image guide had breakages, the distal end was shaved, the adhesive on the a-rubber was detached, the connecting tube had a dent, due to wear of the angle wire, bending angle in the up direction did not meet the standard value, due to deformation of the bending tube, the joint section between bending tube and distal end was not secured. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.